Event description:
The customer reported to olympus, the telescope eyepiece broke off. The issue was found during procedure, and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of eyepiece broke off was confirmed. Device evaluation found that the eyepiece funnel had broken off. The additional evaluation findings are as follows: bent outer tube, dents on distal edge, and a broken lens in the optical system. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11 corrected fields: e2, e3, g2 (add healthcare professional and foreign) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "broken or defective or damaged components broken or defective or damaged components broke off eyepiece" was caused by a excessive use. Olympus will continue to monitor field performance for this device.